Manufacturer narrative:
The imris customer service engineer was on site on october 31, 2017 to diagnose the issue with the or table drifting in the roll position. He replaced the hydraulic manifold and performed a hydraulic fluid flush to clear any contaminants in the manifold. This did not resolve the issue. On (B)(6) hydraulic fluid flush and air bleed procedures were performed. This did not resolve the issue; therefore, the table was taken out of service until the drift issue was resolved. On (B)(6) a new hydraulic manifold was installed, tested the table, and found the manifold faulty. He installed a 2nd new manifold on (B)(6). The table was tested and did not pass the drift test. Internal CAPA (B)(4) has been issued to resolve the drift issue.

Event description:
On (B)(6) 2017, during setup for a procedure and pre-positioning the patient on the operating room (or) table, it was noticed that the or table was drifting slightly in the roll position. The procedure was moved to a different or suite. The patient did not sustain any injury.